Manufacturer narrative:
(B)(4). The rt021 catheter mount is sold in the USA but has no 510(k) number as it is considered a class I device. Method: the complaint rt021 catheter mount was returned to fph in (B)(4) and was visually inspected. Results: visual inspection revealed that the tubing cuff at the swivel end of the subject catheter mount was split, confirming the reported fault. A lot check revealed no other complaints of this nature for lot number 130416. Conclusion: we were unable to determine the root cause of the reported fault. All catheter mounts are pressure tested prior to being released for distribution. Any catheter mount with damaged tubing would have failed the pressure test. This suggests that the tubing of the subject rt021 catheter mount became damaged after it was released for distribution. The user instructions that accompany the rt021 catheter mount state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) that the tube near the elbow of an rt021 catheter mount was torn. This was observed before use on a patient.